Event description:
Patient reported she's been infusing for a very long time and the rms 4-26-9mm are poor needles overall. She said they come bent sometimes and when she opens package, very foul smell. Pt states she may have had some needle pain at the time since overall quality of needles are poor. Per pt, needles were hard to remove and cannot be ripped open. No further information, details or dates provided. Unknown if pt has any photos or if defective needles are available for return/investigation. Unknown if product defect resulted in missed doses.